Event description:
Information was received indicating that the cannula to a smiths medical cleo® 90 infusion set fell off during use. The patient has been receiving novolog insulin during time of treatment. The patient reports that the adhesive falls off due to body type. Blood sugars were reported to be 50-500 mg/dl. The site was changed out and a corrective bolus of insulin was given for hyperglycemia. The patient recovered with a blood glucose level of 175 mg/dl. No further adverse effects were reported.